Event description:
(B)(4). Extreme swelling in my stomach, I have two to three periods a month. I stay nauseous. I fatigue and sometimes insomnia. My weight goes up and down. I keep headaches and vaginal pain and lower abdominal pain. At times I sweat profusely and just no strength.